Event description:
It was reported that upon interrogation the pulse generator exhibited backup vvi mode with no radio frequencing telemetry. After a software download the device resumed to normal function. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.